Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited no capture and insulation damage. The ra lead was also noted to exhibit far field r-wave (ffrw) oversensing. The rv lead exhibited oversensing/noise. Both leads were capped and replaced. No patient complications have been reported as a result of this event.